Event description:
On (B)(6) 2015, a dentist reported the case of a patient who required extraction of a tooth. This tooth had a 3m espe lava ultimate cad/cam restorative for e4d crown. Despite multiple attempts to gather more patient-specific information, no response from the reporting dentist was received.